Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right atrial (ra) lead implant attempt, while inserting the ra lead though the sheath, it slightly kinked and did not pass the superior vena cava (svc). The stylet was reinserted but the lead would not pass through. The physician concluded that it was anomaly of the lead, and elected to use a different lead that was implanted with success. No patient complications have been reported as a result of this event.